Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. The pt presented with chest pain and was admitted to the hospital. The pt underwent coronary angiography which revealed 100% stenosis in the mid left anterior descending artery (lad). A 3.0 x 16mm taxus express2 stent was implanted in the lesion. The pt was instructed to take plavix for at least six months following the stent implantation and it was noted that the pt was compliant. Nine months later, the pt presented with a myocardial infarction. Thrombosis was discovered in the previously implanted mid lad taxus stent. The pt underwent angiography and additional stents were placed.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.